Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. The cuff appeared to be too tight. As a result, the cuff was explanted and replaced with a bigger one. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100874961. Model/catalog description: pump. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100862693. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4).